Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a cornea repair, the thread broke in the middle after two or three passages into the cornea. The thread was removed, and the surgeon started again with a new suture. The procedure was longer due to suture repair, but it did not exceed 30 minutes. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. A different device was returned than was originally reported. The laboratory received twelve sealed sutures with the appropriate packaging that were representative of the complaint lot. Visual inspection noted visual inspection of the representative samples noted that light assisted microscopic inspection of the breathable pouches noted no breaches or damage. The needles were properly parked in the retainers. Inspection of the retainers noted the sutures were properly wound and no damage to the retainers. A tactile and microscopic inspection of the sutures were performed with no abnormalities. The foil pouches were inspected with light assisted microscopy with no abnormalities. During functional testing, the breathable pouches were opened without any tears of the packaging. The sutures were removed from the retainers without any difficulty. A simple knot was performed on the sutures and the knot was pulled tight. The suture ends were loaded onto an instron machine by clamping the ends with cord yarn grips. The instron then pulled the sutures at a rate until the sutures broke. The breaking point load force of eleven sutures were measured and were found to meet minimum mean and minimum individual specifications. The twelfth suture broke while loading the suture into the instron machine. It was reported that the suture broke. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.